Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-may-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 07-jan-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the cardiac perforation and peri cardial effusion occurred. Pericardiocentesis was performed. The leadless pacemaker was never implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.